Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the belt failed incoming functional testing. The cause for the failure was isolated to the q1 on the defibrillator pca board being defective. The root cause for the defective q1 was unable to be positively identified. No adverse event resulted from the damaged belt.